Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
\It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy due to urethral hypermobility with stress urinary incontinence. It was reported that the patient underwent a procedure on (B)(6) 2009 for an operative laparoscopy and lysis of adhesions due to pelvic pain. And on (B)(6) 2009, she underwent lysis of adhesions and vaginal resection of vaginal cuff corner due to pelvic pain.